Event description:
It was reported that the tip of the unit broke off and fell into the joint area of the pt. It was further reported, by the nurse, that a metal piece was retrieved but the small plastic piece was not located.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.